Event description:
It was reported that ventilator settings went to zero after being connected to a patient. Patient was bagged until ventilator was swapped out with another. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.